Event description:
(B)(6) weeks after my daughter was born, I had the essure procedure. I had bled for over (B)(6) months straight. I have had migraines, heavy bleeding with irregular periods, very sharp pain in both of my sides where the tubes are. I have loss of energy, which is not good because I have 3 kids that need my attention. I have been to the ER numerous times and have seen 3 doctors and have an appointment with a 4th one that may be willing to do the partial hysterectomy to remove these coils from my body. I have advised everyone I know not to have this procedure done. It isn't worth loosing time with your kids for this procedure. I have also missed out a lot of work due to these symptoms and not being able to function like a human. My relationship with my husband has been compromised because intercourse is something of the past due to pain. These coils are a crock and need to be taken off the market asap! Quit waisting/damaging women's lives over this.